Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a strangulated hernia coincident with peritoneal dialysis (pd) therapy. The hernia was located "on the right side" not further specified. The cause of the hernia was unknown. The hernia event occurred after the start of pd therapy. It was reported the patient was hospitalized for the event the same day as diagnosis and had an emergency surgery to repair the hernia. The patient was discharged three days after admission. At the time of this report, the patient was recovering from this hernia event. The patient was on hemodialysis for several weeks; however, pd therapy was resumed and is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.